Event description:
It was reported that during a gastrectomy procedure, scissoring. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.